Manufacturer narrative:
Result: known inherent risk of procedure. (B)(4). Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, procedural factors (asymmetric inflation of the delivery system balloon) likely contributed to the embolization of the valve into the aorta. The exact cause of the coronary artery occlusion cannot be confirmed. In addition to procedural factors (manipulation of the devices), patient factors (moderate annular calcification, moderate native leaflet calcification, mild aortic root calcification, critical right cad) may have contributed to the coronary artery occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of five manufacturer reports being submitted for this case.

Event description:
During the transfemoral tavr procedure, during the deployment of a second 29mm sapien 3 valve, the commander delivery system did not inflate symmetrically, resulting in the embolization of the valve into the aorta. Following the unsuccessful deployment of a 29mm sapien 3 valve via the subclavian approach, the procedure was converted to a transfemoral approach. A new 29mm sapien 3 valve and commander delivery system were prepared and advanced through the esheath. The valve was aligned and the delivery system crossed the aorta. When the flex catheter was pulled back, the valve was ¿dragged off of the balloon¿; this happened repeatedly. The valve was finally positioned as well as possible; however, the valve was ¿not perfectly centered¿ (off approximately 2mm). During inflation, the delivery system balloon did not expand symmetrically and the second sapien 3 valve embolized into the aorta. The valve was captured and deployed in the ascending aorta. The patient remained stable throughout the procedure; however, a right coronary occlusion was noted and the coronary artery was ballooned. Following the removal of the esheath, a pre-existing right aortoiliac bifurcation aneurysm dissection was observed and intervention was required. Unfortunately, the patient expired during the procedure. The cause of death was reported to be a complications of the aneurysm dissection. The native annulus measured 26.9mm by CT with a valve are of 564mm2. Moderate annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported. It was perceived that the asymmetrical inflation of the delivery system balloon caused the embolization of the valve.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2016-01094, 2015691-2016-01095, 2015691-2016-01096, 2015691-2016-01098.